Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance measurements. Additional information received indicates that this rv lead exhibited high out of range shock impedance measurements. Currently, this product remains in service and no adverse patient effects were reported.